Event description:
It was reported that a nasal tracheal end probe was performed with balloon size 6. The balloon was pierced, probe removed (and thrown away), and installation of a second probe was performed. Again, there was observation of a pierced balloon. The second probe was kept (soiled). Three tubes were placed to allow the patient to be intubated. Installation of the third probe occurred without any problems encountered. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: one (1) used. List #100/133/060, tracheal tube maxillo facial n/nasal ivory s/sl cuff 6.0mm 10/bx; lot #4465624 was received for evaluation. Testing confirms the failure; inspection shows big size of damage in cuff. Considering the part arrived in a plastic bag after use, and from the big size of damage it is possible that the original packaging and cuff were inadvertently damaged during the opening process. This may indicate that the product was handled in a manner that led to damage by the end user. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.